Event description:
Dr reported that he and a olleague had treated six cases of contact lens related fungal keratitis. Fusarium was cultured in five of the six cased. In one of the five fusarium cased the pt was using an unk brand of saline. In the other four cased, the pts were using renu solution (one renu multiplus multi-purpose solution and 3 renu brand unk). The four cases were referred after being previously managed with a variety of antibiotics, antivirals, nsaids and corticosteroids for time periods lasting from 2 to 102 days. The pts wore soft daily wear contact lenses, were young (between 25 and 40), and denied sleeping in their lenses. One pt reported she may have scratched her eye with a mascara brush. In none of the cases were the pts' lenses, lens case or lens care products cultured, or a detailed history of product usage taken at the time of treatment. The dr remarked that the infected areas in all cases were similar in that the infection was well contained and encapsulated. Only one of the cases had an outcome of va worse than 20/40, pkp was required in this case with an outcome of hm vision.